Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) investigation summary: the complaint device was received and evaluated visually and tested for its functionality. Visual observations reveals that there are excessive wear marks indicating this device is possibly heavily used. The device was then passed through a sample rubber strip, grasp suture and retrieve it through the sample. The device works as intended. The complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep in (B)(6) that before an unspecified surgical procedure, it was observed that the mitek grasper would not close anymore. It was not reported if there was a delay in the surgical procedure. A spare device was available for use to complete the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.